Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our finland affiliate, a 26mm sapien 3 ultra resilia kit with the 26mm delivery system was received damaged at the hospital. The inner package was damaged compromising the sterile barrier. There was no patient involvement. As per the images the delivery system box was damaged.